Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "double membrane appearance and peri-prosthetic effusion episode." Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was seroma-late and double capsule.

Event description:
Healthcare professional reported left side "double membrane appearance and peri-prosthetic effusion episode." Device has been explanted.